Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed insulin pump error alarm. Customer's blood glucose was unknown. Device was unable to complete rewind. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck in pump error 130 alarm loop during boot up due to moisture damage on motor assembly. Unable to perform displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test, prime and seating test due to pump error 130 alarms. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, cracked select button on keypad overlay, damaged keypad overlay texture, pillowing keypad overlay, peeling end cap address label, corrosion on force sensor assembly and moisture damage on all electronic assemblies.